Event description:
It was reported that the pump's touchscreen often did not register all commands, including the unlock sequence, occurring every other day. There was no adverse impact to the customer¿s blood glucose level. The customer, who was out of warranty and in the process of obtaining a new device, declined troubleshooting, and no further action was required at this time.